Event description:
Dealer advised tram box will not come out of drive lockout all the time, dealer advised ball switches are new, spoke with tech, no injury, dealer could not provide any further information.